Event description:
A malfunction alarm was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction but had not reset the pump within the last 24 hours, although the malfunction could be reset. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.